Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the blue rubber gas stopper that was located in the center of the port came out and fell into the patient's abdomen when the surgeon tried to put a grasper instrument through it. The surgical team realized it had fallen in the abdomen when the peritoneal cavity would not stay inflated with gas. The surgeon looked in the abdomen with the scope and saw something blue. It was the rubber stopper from the port and was retrieved. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo depicts a gloved hand holding a disengaged and cut circular seal next to two trocar tops. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the cut and disengaged circular seal may occur when mishandled during clinical application. If information is provided in the future, a supplemental report will be issued.